Event description:
During coronary arterty bypass surgery with mitral valve repair, the baxter pericardial sump with weighted tip was found partially uncoiled and lodged in the pulmonary vein. An attempt was made to remove it which was unsuccessful. The partially uncoiled wire was cut, leaving the weighted tip portion in the pulmonary vein.